Manufacturer narrative:
The device was returned to stryker for evaluation. The reported issue was duplicated. The display and display driver were replaced to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's display goes dark after powering on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.